Manufacturer narrative:
Concomitant product: ventricular lead. This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a case of arterial and venous tear during single lead extraction. Case reports in cardiology. 2016;2016(3836754):2090-6404.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD) system. The article indicated that the patient was admitted for a lead extraction and device upgrade. The author indicated that the lead was being replaced due to an apparent fracture from an insulation break at the same time of the device upgrade procedure. Of note, the lead had been cut and capped two months earlier. The article described the procedure with the chronic lead and remnant being removed "without difficulty." However, during the procedure, the patient's blood pressure was unstable. Pericardial effusion and pericardial tamponade was discovered. Pericardiocentesis was performed. The patient's blood pressure "responded," however, it began to decrease again, and deteriorated such that the patient went into cardiac arrest and required cardiopulmonary resuscitation. While the patient was still in the electrophysiology suite, an open chest sternotomy and evacuation of a hematoma was performed. Also noted was a large amount of clot removed from behind the heart. There was also bleeding noted. The patient was then transferred to the operating room and placed on cardiopulmonary bypass equipment. Exploratory surgery of the heart was conducted. "Several injuries" were noted with a large amount of bleeding. There was also a hematoma covering a tear in the vein where it crossed the aorta. There were two puncture injuries to the heart and the author noted were "likely associated with pericardiocentesis." Once the patient stabilized, the physician recommended replacement of the generator to the remaining right atrial and ventricular leads, with a future device upgrade to a bi-ventricular device. The procedure was "successfully completed." Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.